Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) seal was separating from device. The dso seal was replaced.

Event description:
It was reported that the device battery compartment is broken where the battery door is supposed to latch. Device requires further evaluation and repair from ICU. The event occurred during testing.